Event description:
During insertion procedure, pt experienced dyspnea, bronchospasm followed by respiratory arrest. Catheter removed during code process, condition improved after IV administration of steroids and benadryl. Physicians diagnosis anaphylaxis to catheter.